Event description:
It was reported that the patient had two more seizures recently and one was longer and more severe than usual. It was noted that during the seizure they swiped the magnet 3 times and it reduced the seizure from the normal 5 minutes to 4 minutes. The next seizure lasted 10 minutes and the patient's neck jiggled. The patient is on scheduled programming. No further relevant information has been received to date.